Event description:
Information received notes that the patient presented to the hospital complaining of shortness of breath and lightheaded- ness/dizziness after three years of no follow-up with a cardiologist. In the emergency room, an ECG showed av pacing at 190 ppm. The patient was cardioverted and given drugs in an unsuccesful attempt to break the rhythm. Interrogation of the device was unsuccessful and there was no magnet response. Therefore, the device was replaced.